Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported failure was confirmed via the system logs but not replicated. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on in-house patient side cart (psc) fixture test platform (pftp) where all required tests passed.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, customer reported that universal surgical manipulator (usm) 3 did not recognize instruments. Intuitive technical support engineer (tse) reviewed the logs and found multiple 282 errors for usm 3. Prior to calling in, the customer had reseated sterile adapter and replaced the drape with no change. The customer then tried different instruments and power cycled the system with no change. The customer decided to use usm 4 in place of usm 3 to do the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). System tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received.